Event description:
It was reported during an initial implant procedure that the right atrial lead dislodged twice after the lead was positioned. During procedure, the lead helix failed to retract. The right atrial lead was explanted, and a new lead was implanted without any issues. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.